Event description:
It was reported that the customer was hospitalized due to an episode he had at home. It was stated that the doctor recommended having the customer back on the insulin pump therapy, but the device he had at his house. The caller requested to have a replacement of the insulin pump. The caller did not confirm if the customer's hospitalization was due to high or low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.